Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that could have contributed to the reported issues. A review of the complaint history did not identify a lot specific issue. Based on the available information, the reported single leaflet device attachment (slda) was due to patient anatomy. The reported recurrent mitral regurgitation was a cascading effect of the reported slda. The reported patient effect of worsening mitral regurgitation, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. There is no indication of product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report single leaflet device attachment (slda) and recurrent mitral regurgitation (mr). It was reported that on (B)(6) 2020, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4. Prior to insertion of the clip, it was noted that the patient had a tethered posterior leaflet. One clip was successfully implanted, reducing mr to a grade of 1. The following day, echocardiography was performed and showed that the implanted clip had detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda), causing mr to increase to a grade of 4. The physician stated the slda was caused by the tethered posterior leaflet. No additional treatment was performed. No additional information was provided.